Event description:
It was reported to philips that the unit was displaying a red x in the rfu indicator coinciding with an audible chirp. There was no patient involvement.

Event description:
It was reported to philips that the unit was displaying a red x in the rfu indicator coinciding with an audible chirp. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 30-apr-2021. Upon evaluation of the device by an authorized bench technician, the reported issue was confirmed and the cause was traced to a faulty power pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the power pca. The power pca was replaced and the device was deemed fit for use. Calibrations were completed for preventative maintenance and the unit was returned to the customer to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted.